Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced a diabetic ketoacidosis event on (B)(6) 2024. Patient also experienced high blood glucose level. Blood glucose level was 15.2 mmol/l. Patient was admitted to hospital. The duration of hospitalization was 2 days. No further information was available.